Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose would be over 100 mg/dl and their sensor glucose read 46 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer's last known blood gluocose was 132 mg/dl. The customer's insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.